Manufacturer narrative:
According to initial reports, "physician implanted the size 27 pulmonary valve into the patient's pulmonary valve into the patient's pulmonary position and finished the ross procedure. On post op echo, they say the valve showed incompetence. They re-opened and replaced the 27 pulmonary with another pulmonary without issue. This investigation is relegated to sgpv00-27 sid (B)(6). Additional information received. Patient is doing well. No adverse events except a second bypass run. We did not check the homograft before implantation, but the thawing was standard. A review of the returned tissue was performed. During the evaluation of the returned product, it was noted that the muscle band and conduit had been trimmed down. The posts looked standard with no observed fusing. No fenestrations were noted on the body of the leaflet. Nothing was observed that would have contributed to the event. The findings were consistent with the certificate of assurance (coa). A root cause for this event could not be established. A review of the information was performed and it was confirmed that all records were controlled, available for review, and met all specifications. The certificate of assurance for pulmonary valve & conduit sg (sgpv00) #12564600 was reviewed. All attributes identified during inspection were documented appropriately on the certificate of assurance. There are no rejectable attributes. No graft specific ncs were identified for this tissue. Fibrous tip lsc. Fibrous ridge rsc. Fibrous thickening all leaflets, all posts and at the annulus of all leaflets. Moderate plaque in the conduit. One 4mm unrepaired tear in the conduit 6mm from the lsc/asc. Aberrant vessel noted in the conduit asc sinus. During the final inspection of this graft, the dilator should fully occupy the valve orifice at the level of the basal ring and should fully engage the annular circumference at the basal ring and fit without distention. As part of inspection of the graft, the final label measurements are determined by the inspector. The inspector¿s training was reviewed. No findings were identified that could have contributed to the reported event. No further action is needed. The standard tissue risk file was reviewed, and it thoroughly identifies the process and product hazards for approved indications. Each individual hazard is mitigated and reduced as low as possible by design and process. Postproduction residual risk is communicated in the product's labeling and IFU (instructions for use). A complaint and recall query was performed for sgpv00-27 sid (B)(6) to identify previously reported complaints or recalls associated with the donor number. No complaints or recalls were identified. Based on the available information, a definitive root cause for this event cannot be determined. Additionally, a review of the returned product showed no findings that could have contributed to the reported event. The processing records were reviewed, and it was confirmed that all records were controlled, available for review, and met all specifications. This event does not identify additional hazards or modify the probability and severity of existing hazards. There is no indication that an error or deficiency occurred at artivion ¿ formerly cryolife/jotec and the IFU adequately communicates risk. This complaint was reviewed for a CAPA evaluation and a CAPA is not warranted at this time. Artivion will continue to monitor similar complaints to determine if additional actions are warranted; however, at this time no further actions are necessary. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to artivion ¿ formerly cryolife/jotec is accurate or has been confirmed by artivion ¿ formerly cryolife/jotec.

Manufacturer narrative:
According to initial reports, "physician implanted the size 27 pulmonary valve into the patient's pulmonary valve into the patient's pulmonary position and finished the ross procedure. On post op echo, they say the valve showed incompetence. They re-opened and replaced the 27 pulmonary with another pulmonary without issue. This investigation is relegated to sgpv00-27 sid 12564600. Additional information received. Patient is doing well. No adverse events except a second bypass run. We did not check the homograft before implantation, but the thawing was standard. A review of the returned tissue was performed. During the evaluation of the returned product, it was noted that the muscle band and conduit had been trimmed down. The posts looked standard with no observed fusing. No fenestrations were noted on the body of the leaflet. Nothing was observed that would have contributed to the event. The findings were consistent with the certificate of assurance (coa). A root cause for this event could not be established. A review of the information was performed and it was confirmed that all records were controlled, available for review, and met all specifications. The certificate of assurance for pulmonary valve & conduit sg (sgpv00) #12564600 was reviewed. All attributes identified during inspection were documented appropriately on the certificate of assurance. There are no rejectable attributes. No graft specific ncs were identified for this tissue. Fibrous tip lsc. Fibrous ridge rsc. Fibrous thickening all leaflets, all posts and at the annulus of all leaflets. Moderate plaque in the conduit. One 4mm unrepaired tear in the conduit 6mm from the lsc/asc. Aberrant vessel noted in the conduit asc sinus. During the final inspection of this graft, the dilator should fully occupy the valve orifice at the level of the basal ring and should fully engage the annular circumference at the basal ring and fit without distention. As part of inspection of the graft, the final label measurements are determined by the inspector. The inspector¿s training was reviewed. No findings were identified that could have contributed to the reported event. No further action is needed. The standard tissue risk file was reviewed, and it thoroughly identifies the process and product hazards for approved indications. Each individual hazard is mitigated and reduced as low as possible by design and process. Postproduction residual risk is communicated in the product's labeling and IFU (instructions for use). A complaint and recall query was performed for sgpv00-27 sid (B)(6) to identify previously reported complaints or recalls associated with the donor number. No complaints or recalls were identified. Based on the available information, a definitive root cause for this event cannot be determined. Additionally, a review of the returned product showed no findings that could have contributed to the reported event. The processing records were reviewed, and it was confirmed that all records were controlled, available for review, and met all specifications. This event does not identify additional hazards or modify the probability and severity of existing hazards. There is no indication that an error or deficiency occurred at artivion ¿ formerly cryolife/jotec and the IFU adequately communicates risk. This complaint was reviewed for a CAPA evaluation and a CAPA is not warranted at this time. Artivion will continue to monitor similar complaints to determine if additional actions are warranted; however, at this time no further actions are necessary. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to artivion ¿ formerly cryolife/jotec is accurate or has been confirmed by artivion ¿ formerly cryolife/jotec.

Event description:
According to initial reports, "physician implanted the size 27 pulmonary valve into the patient's pulmonary valve into the patient's pulmonary position and finished the ross procedure. On post op echo, they say the valve showed incompetence. They re-opened and replaced the 27 pulmonary with another pulmonary without issue. This investigation is relegated to sgpv00-27 sid (B)(6).